Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
This complaint was identified during a retrospective review of customer interaction records as part of an internal alere (B)(4) CAPA (CAPA (B)(4)) related to complaints received at particular alere intake sites that were not appropriately forwarded to alere san diego for investigation and reportability determination. The available information is limited and no additional information is able to be obtained. Correlation issue was reported as follows: (B)(6) inratio inr=1.7; lab inr=3.0 and on (B)(6) inratio inr=1.4 and lab inr=2.8. No further patient information or therapeutic range were provided.